Manufacturer narrative:
The device investigation has been performed and the alleged issue could not be verified as the cartridge was not returned. Functional testing found the device operated as expected.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently, after disconnecting from the pump and suspending insulin delivery, customer observed a small pool of insulin forming as if insulin had not been suspended. A temporary basal rate had not been set. Blood glucose was between 54-500 (exact value not reported).